Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 3gar, (B)(4) is approximately 4 years 7 months old. The owner's manual part number 1143151 rev e (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The chair was allegedly off when it made a hard right turn causing the consumers left foot to crash into a potted plant, causing bleeding. Consumer went to the hospital for treatment. Joystick model #ts1136885, (B)(4) was returned for an evaluation. The joystick had dirt, debris and foreign liquid residue on it. The sd card slot protective cover was missing. The knob and skirt were also missing. The joystick was opened and liquid ingress was noted. Fluids are conductive and can initiate a short circuit malfunction. A foreign substance inside the joystick (e.g. Liquid or other conductive material) could cause unpredictable commands from the joystick. Chair design was validated to meet the (B)(4) rain test requirement. No risk of shock was present to the user. Manufacturer views this incident as user abuse and lack of maintenance. The joystick was replaced. Chair remains in use.

Event description:
Customer alleged joystick was turned off but the chair made a sharp right loop. Minor injury alleged.